Event description:
It was reported that the pt had erosion at the neurostimulator pocket site. The pt was at home in fair condition. Additional information was requested.

Manufacturer narrative:
(B)(4).